Manufacturer narrative:
Device received not deployed with the slide insert not visible through the viewing window. Noted on the underside of the pod, a portion of the needle guard heat stake post remained lodged in the heat stake post hole. As the complaint describes, this was mistaken for the exposed portion of the soft cannula. The data downloaded from the device indicates that the device ran 47 pulses and then was deactivated before running the second priming sequence. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied.